Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the atrial lead was dislodged. A chest x-ray confirmed dislodgment. No intervention was performed. Patient was stable.